Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.8 mg/l and was reported out of the lab. The nurse who received the report questioned the result as the patient was under therapy and requested repeat testing. The repeat result was 17.3 mg/l which was in concordance with the medical history of the patient. The patient was not adversely affected. The vancomycin reagent lot number was 69737001. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was suspected that no sample was pipetted on the initial testing. This may have been due to foam and or bubbles on the sample surface. Review of the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
This event occurred in (B)(6).